Manufacturer narrative:
Device was used for treatment, not diagnosis. The manufacturing evaluation was conducted. The front clover shaped pin was broken off. Too much force may have been applied to the tip which may have caused breakage. The report indicates that the instrument appears to be in good condition. The inserter corresponds to the drawings and processes at the time of manufacture. Inspections of the pin in both widths reveal that the pin met dimensional specification. The hardness test was also performed and the device was within specification. Placeholder.

Manufacturer narrative:
Additional narrative: device is used for treatment, not diagnosis. Investigation is on-going. Subject device has been received and is currently in the evaluation process. No conclusion can be drawn. There were no irregularities found during the device history record review relevant to this complaint. Placeholder.

Manufacturer narrative:
Device is used for treatment, not diagnosis. The device was evaluated by an engineer with the following result: the prodisc-l system includes two large inserters (pdl404) and two medium inserters (pdl402). The surgeon loads the endplates to this instrument and installs these implants into the appropriate space. This instrument in conjunction with the distractors and inlay pushers inserts the inlay into the previously placed endplates. The engineer reviewed the appropriate drawings for this instrument (rev b). In an effort to improve the instrument strength, revision b changed the material for failed component (se_006793) from din 1.4057 to custom 465. CAPA 429 includes testing showing a significant improvement to the instrument yield strength. Synthes received the instrument of this complaint in september of 2005. The fabrication of this instrument predates the material change resulting from CAPA (B)(4). The chu reviewed the lot history for all the instruments in the complaint history. All of these instruments predate this material change. The engineer reviewed the risk analysis for this instrument. This document adequately addresses the hazard of this complaint. The design history file also includes a risk management report that addresses the moderate risk of this hazard. Placeholder.

Event description:
A patient was implanted with prodisc-l at l5-s1 on an unknown date. On an unknown date the patient presented with pain to the surgeon. The examination showed migration/subsidence of the superior endplate and the poly inlay of the pdl. The inferior endplate was intact and in the correct position. The patient was returned to the or on (B)(6) 2013 for removal of superior endplate and poly inlay. The inferior endplate was not removed. The surgeon replaced the superior endplate. During implant of a new poly inlay the inserter broke and the inlay would not slide into position. Another insertion device and a new poly were used and the procedure was completed with a less than 10 minute delay. This report is #3 of 4 for complaint (B)(4).